Event description:
Additional information received from the manufacturer representative reported that the doctor was told by the patient there was some draining from the area prior to the day of the surgery, however, there was no draining the day of the surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient on (B)(6) 2021. They reported that they were in a lot of pain around their implanted neurostimulator (ins) and their stimulation had not worked in a couple years. Pt verified that their last successful implant recharge was 2 or 3 years ago and they weren't able to charge the ins. The patient mentioned that about 2 months prior the pain got really bad and they couldn't stand it. The caller was redirected to see a manufacturer representative (rep). Then on (B)(6) 2021 the patient reported additional information. They explained that they first started noticing pain around the implanted neurostimulator (ins) site in (B)(6) 2021. They went to see their doctor on (B)(6) 2021, and the doctor told them they had an infection. The patient was not provided any additional details about what type of infection it was nor if it was related to the device or not. The physician referred the patient to a surgeon, so the patient had their pre-op appointment on (B)(6) 2021 and then had the ins replaced on (B)(6) 2021. The surgeon did not mention any information regarding an infection, so the patient couldn't provide any additional information regarding the infection other than they were not prescribed antibiotics. The patient did not know what was done with the ins after it was replaced on (B)(6) 2021. The pain around the ins site resolved after the ins replacement. The patient did meet with the manufacturer representative (rep) that was present at the (B)(6) 2021 surgery sometime after the surgery for the post-op follow up appointment and had programming. The patient confirmed that the device was working well for them after the replacement surgery. The cause of the pain around the ins site was unknown, as the patient was not provided any information about what the cause could have been due to. The rep was contacted to determine the status of the ins that was replaced and if they had any additional information regarding the infection the patient mentioned.